Event description:
During an in-clinic follow-up, increased threshold capture was detected on right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.